Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group received a report that the arterial pump stopped and displayed error codes during a case. The pump was re-started but the same errors occurred again after a few rotations. The operator then hand-cranked while the pump was changed out. The case then proceeded without further issues. There was no patient injury as a result of this event. Perfusion tested the pump after the case and they were unable to reproduce the error codes. The pump was returned to sorin group (B)(4) for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group received a report that the arterial pump stopped and displayed error codes during a case. The pump was re-started but the same errors occured again after a few rotations. The clinician hand-cranked to maintain blood flow while the pump was changed out. The case then proceeded without further issues. There was no patient injury as a result of this event.